Manufacturer narrative:
Evaluation summary: a functionality test was performed on the sample and no difficulty was observed in releasing the shunt. Hence the complaint was not confirmed as no difficulty was found in releasing the shunt. The eds version that is being used in (B)(4) is the "old" one. The modified eds has been approved during (B)(4). There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration shunt implantation, the shunt would not release from the delivery system. In a f/u, it was confirmed that there was no impact to the patient. Add'l info has been requested.